Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the reported malfunction was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while using the subject device, the wire was displaced and came off. The reported malfunction occurred during a therapeutic electroresection procedure. The procedure was completed using a similar device. There were no reports of patient harm.